Event description:
On 23 august 1996 a co rep, while visiting a hospital, received info alleging that a pt was being monitored with a model ds-100 oxygen transducer and another co's monitor via another co's interface cable. Reportedly, the use of the monitor was discontinued, but the ds-100 oxygen transducer with the interface cable connected to it was left on the pt. Later, the hospital misused the interface cable by connecting it to a pulse oximeter; the ds-100 oxygen transducer was still connected to the interface at the time. According to the hospital, the pt imediately complained of a burning sensation and the oxygen transducer was removed from his finger. The hospital has stated that no treatment was necessary for the burn. The hospital informed co that this incident occurred long ago and could not provide a date of event or specific pt info. Co has searched its complaint database and found no info from this hospital regarding this event.